Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: d8, g3, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed, the adhesion/clogging of the material in the nozzle. However, investigation could not identify the material. According to the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to loss of watertightness caused by damage on biopsy channel. However, the definitive root cause of the reported issue could not be determined. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. States the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.